Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. The returned device was flushed and a 0.014¿ guidewire was loaded through the device. An indeflator was used to inflate the balloon but it would not hold pressure, and water was seen leaking out through the outer glue filet on the hub/luer. Image analysis: one video was returned for evaluation. Fluid can be observed to be leaking out from under the strain relief. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the nanocross elite percutaneous transluminal angioplasty balloon catheter, a leak at the hub/luer was noted during the procedure. The balloon was partially inflated but it was not able to hold pressure. The physiciansubsequently encountered difficulty deflating the balloon the little it was able to inflate and then difficulty removing the balloon. The balloon was ultimately safely removed from the patient, and the procedure was completed using a new device. No patient complications have been reported as a result of this event.